Event description:
It was reported that this implantable cardioverter defibrillator device exhibited premature battery depletion (pbd). Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Device remains in service. No adverse patient effects were reported.